Event description:
The reporter stated that on 10/05/1998 at 6:30am, her daughter woke up and obtained a reading of 297 mg/dl on her meter (did not know which of 3 meters.) She took 27 nph and 5 regular according to her sliding scale. She did not eat breakfast becasue she had a stomach ache. The pt's doctor was contacted becasue she did not feel well; it was advised that another blood glucose reading be taken in 2 hours. At 8:30am her blood glucose reading was 48 mg/dl. She was given jello and soda, and taken to the ER. At 9:30am, hospital lab reading was 483 mg/dl. She was admitted, received unknown treatment and released on 10/06/1998.